Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy, paraoesophageal hiatal hernia, and common bile duct exploration surgical procedure, the customer contacted a technical support engineer (tse) and reported that an error occurred when moving the boom during docking. Initial troubleshooting involved multiple recovery attempts, but there was no improvement. The customer was instructed to move the boom in standalone mode; this also did not resolve the issue. Further steps included attempting to air-dock using the patient side cart (psc) and rotating the overhead platform (op), all without change. The customer would swap out the psc with one from another system. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the motor axis to resolve the issue. The system was tested and verified as ready for use. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported "23118 errors when moving boom for docking" was confirmed and replicated. In logs, multiple 23118 encoder errors were seen pointing to the op motor, confirming the fault occurred in the field. During visual inspection, no issues were seen that would be related to the reported event. The unit was installed onto a golden system where the motor failed back efm calibration. The logs showed multiple 23118 errors on the op motor. Further inspection of the unit revealed minor contamination particulates on the cva pca. As a result of these findings, failure analysis has concluded that the cva pca is the root cause of the reported event. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the motor axis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there were no issues with the system initially and the issue occurred during the procedure. They reported that their other systems were luckily up to date on their software, so they were able to bring in another system to complete the procedure. There was no patient injury due to the issue and the procedure was completed robotically as planned with the other da vinci system with only a small delay in the procedure. The system was repaired and is working as normal. No patient demographics were provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: customer noted that the system had recently been upgraded. A staff member was told that each robot tower is specific to its corresponding robot device and not interchangeable. A different staff member was advised to take the robot from room 12 and swap it with the robot in the room where the procedure was taking place. They were able to redock the arms, and the case was safely continued and completed. The customer also confirmed that there were no issues with the system initially and the issue occurred during the procedure. They reported that their other systems were luckily up to date on their software, so they were able to bring in another system to complete the procedure. There was no patient injury due to the issue and the procedure was completed robotically as planned with the other da vinci system with only a small delay in the procedure. The system was repaired and is working as normal. No patient demographics were provided.

Event description:
Refer to h11 for follow-up information.